Manufacturer narrative:
Product has not been returned for evaluation. A retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot. There are no similar reports in this lot of product.

Event description:
Surgeon reported 6 patients experienced hazy corneas. The cause of events is not known. The surgeon is not blaming product, he called to find out if there were any similar reports on this lot. It was reported that the surgeon adds epinephrine to the irrigating solution that he uses during surgery.